Event description:
The customer reported that the pump settings were erased when the pump powered off. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and was in the process of obtaining a new device.